Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that no upstream occlusion alarm was triggered during testing.

Manufacturer narrative:
Device evaluation: one device received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis the customer reported complaint was confirmed. The probable cause of the malfunciton is the upstream occlusion(uso) sensor, which was defective. The uso sensor was replaced.